Manufacturer narrative:
Product not yet evaluated. (B)(4).

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of lo blood glucose result. Expected non-fasting blood glucose test result range is 100 to 115 mg/dl. Testing performed 14 times daily. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently on insulin pump to manage diabetes. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 01/16/2018 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: 1:lo (B)(6) 2015 06:33pm. 2:28mg/dl (B)(6) 2015 06:12pm . 3:88mg/dl (B)(6) 2015 04:30pm. 4:47mg/dl (B)(6) 2015 10:50am. 5:148mg/dl (B)(6) 2015 11:10pm. Adverse event not reported.

Event description:
Consumer complaint of lo blood glucose result. Expected non-fasting blood glucose test result range is 100 to 115 mg/dl. Testing performed 14 times daily. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently on insulin pump to manage diabetes. Verified storage of product is not within instructed spec since they are kept in kitchen. Test strip lot manufacturer's expiration date is 01/16/2018 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: 1: lo, (B)(6) 2015, 06:33 pm; 2: 28 mg/dl, (B)(6) 2015, 06:12 pm; 3: 88 mg/dl, (B)(6) 2015, 04:30 pm; 4: 47 mg/dl, (B)(6) 2015, 10:50 am; 5: 148 mg/dl, (B)(6) 2015, 11:10 pm. Adverse event not reported.